Event description:
Customer reportedly rec'd results of 340 mg/dl on the advantage sys and 152 mg/dl on professional's meter within 10 mins. The discrepant results were obtained at the physician's office. No action was taken based on device results. No adverse event reported. Controls were run and out of range. Requested return of suspect device and replacement was sent.